Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 17-feb-2025. Investigation summary: bd received three samples for investigation. These samples underwent functional tests using 10 tubes per needle to assess device functionality. All samples passed the tests, showing no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Additionally, the samples were subjected to further functional tests to assess retraction lockout, and all samples passed, being activated properly without any defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, there is poor sleeve function in an unspecified number of needles when pulling out the tube resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2a. Common device name: blood specimen collection device; intravascular administration set. D2b. Medical device type: jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, there is poor sleeve function in an unspecified number of needles when pulling out the tube resulting in sample leakage. No adverse impact was reported regarding the patient or user.